Event description:
Customer reported an emergency room visit. Bgs at the time of the emergency room visit was 260. Customer is pregnant and the reason of the emergency room visit per the hcp was high bgs monitor. Pump was replaced. Nothing further reported.

Manufacturer narrative:
Alarm during the basic occlusion test due to protruded/loose drivesupport disk. Unable to perform the occlusion and excessive no deliverytest due to alarm. Pump received with missing end cap sticker.